Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator device control unit was not functioning and was defective. It was also noted that the device failed pre-repair diagnostic tests for the off/on/on mode, the triggers and ecu (electronic control unit) function, oscillations frequency, and performance. It was noted in the service order that the device ¿does not work.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation, it was determined that the battery oscillator device motor seized, was rough running, and defective. It was noted that the motor and bearing were blocked, the motor made a strange noise, the motor was weak and the bearing was defective. It was also noted that the device failed pre-repair diagnostic tests for the function of the quick coupling for saw blades, and trigger test. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.